Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.